Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 20 mg/dl. Customer¿s other blood glucose values were 264 mg/dl and 206 mg/dl. The customer alleged that insulin pump was over delivering insulin because dropped all the insulin from the reservoir in to his body. Customer was treated with food and glucose tablet for their low. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode feature at the time of incident. Customer stated that insulin pump had low reservoir alarm and performed displacement test and it was passed. Customer was neither in emergency room nor admitted into hospital. The insulin pump will not be returned for analysis.